Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: watertightness was not maintained due to holes in the distal sheath due to external factors; wrinkles in the insertion tube; the bending angle is insufficient due to the elongation of the angle wire; the forceps cannot be inserted smoothly into the forceps channel; the channel cleaning brush cannot be inserted smoothly into the forceps channel; the curved tube was crushed; the flexible tube of the insertion section was crushed; the coat of the insertion tube has come off; the distal sheath adhesive part was missing; the image guide bundle was severely broken; marked peeling of the eyepiece was recognized; and scratches were found at multiple places on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during reprocessing for a diagnostic procedure, the oes bronchofiberscope was found with leakages from the insertion section. The intended procedure was completed using the same set of equipment. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the coating of the image guide coil had peeled off. This report is to capture the reportable malfunction of peeled coating on the image guide coil noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope. 4. Inspect the boot and the insertion tube near the boot for bends, twists, or other irregularities. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities. 6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff (see figure 3.4). 7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. Olympus will continue to monitor field performance for this device.